Event description:
It was reported that that is right ventricular (rv) lead became dislodged. It was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.